Event description:
It was reported that patient experienced syncope during use of implantable pulse generator (ipg) with reported pacing problem missing ventricular pacing after atrial event and alleged/suspected atrial undersensing. It was also reported that the right ventricular (rv) lead exhibited unstable thresholds, was capped, remains in the patient and a different rv lead was implanted. It was also reported that the atrial lead exhibited undersensing and remains in use. The ipg and rv lead were explanted and replaced. No patient complications have been reported as a result of this event.